Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that a balloon ruptured in pinhole form near the middle of the balloon at 6 atmospheric pressures within 3 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of a different device. No patient complications were reported, and the patient was good post procedure.